Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the acoustic lens surface chipping was caused by the external force applied to the distal end due to handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to (B)(4) for evaluation. (B)(4) checked the subject device and found that the reported phenomenon was caused by the physical stress by dropping and knocking the subject device to a hard surface or object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that there was the gap on the adhesive around the ultrasound transducer, and the ultrasound transducer had incision and had chipped. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.